Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator noted a blood clot in the circuit while performing rinseback after a routine hemodialysis treatment. Partial rinseback was completed, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator performing partial rinseback due to clotting of the extracorporeal circuit. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Give and monitor anticoagulants as your center instructs. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.